Event description:
A customer had a problem with the dual lumen PICC catheter. The customer alleges "the catheter breaks below the butterfly, leaking fluid and clotting the line off. No patient injury noted."